Event description:
It was reported that during preparation post-sedation, the console displayed error codes 49 pyro main not equal to pyro safe and error code 54 sw autocal fault: n=1 / not done: n=2. The procedure was discontinued due to device defect. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console was not returned for analysis; however, it was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that there was a failure of cpu board. Therefore, the reported event was confirmed; the board was damaged, and it was replaced. It is likely this malfunction could have affected the device performance leading to the event experienced by the customer. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during preparation post-sedation, the console displayed error codes 49 pyro main not equal to pyro safe and error code 54 sw autocal fault: n=1 / not done: n=2. The procedure was discontinued due to device defect. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.